Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that a defective fiber wheel of the cable carrier of the display ceiling suspension caused the error. This mechanical damage of the cable carrier wheel occurs when forces perpendicular to the movement direction are applied by external influences. With an already damaged wheel the cable carrier can slip out of the rail and fall down a maximum distance of 1.3 m (not on the floor) because it's still attached to the cable harness which hangs on the next wheel in a row. Unfortunately, this investigation could not clarify the exact root cause for the defect, however, according to specialists the most plausible reason is that repeated extraordinary mechanical collisions with obstacles damaged the cable carrier and led to the wheel slipping out of the mounting bracket. The instructions for use contain descriptions about system movements and the prevention of collisions. The spare parts consumption of the fiber wheel has been checked and found far below threshold. The affected cable carrier has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the axiom artis dfc system. The user reported that the holder for the cable guide on the display ceiling suspension (dcs) had fallen off. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.